Event description:
It was reported that, after the procedure, a partially raw cable of the "sony 27 monitor" caused an electrical shock to a nurse that touched the support of the monitor. In consequence, she had to be supported by hospital first aids. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. An analysis of the customer provided images found that the power cord jacket is damaged exposing shielding. A review of the instructions for use found the socket-outlet shall be installed near the equipment and shall be easily accessible. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation found that no further medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include inadvertent stress applied to the cable. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.